Manufacturer narrative:
Pump had cracked case at display window corners, broken battery tube threads, reservoir tube lip, minor scratched display window, missing end cap sticker, bleeding lcd glass and loose and protruded drive support disk.

Event description:
The customer reported via phone call that the insulin pump is damaged. Customer's blood glucose was unknown at the time of incident. Troubleshooting found that the reservoir is cracked at the top of the compartment. The customer was advised that the device would be replaced and agreed to return the product for analysis. No further details given.